Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Description: according to the customer report the needle pierced the catheter during use.

Manufacturer narrative:
Our quality engineer inspected the photos submitted for evaluation. The reported issue of needle through catheter was confirmed upon inspection of the photos. However, bd cannot confirm the cause of the failure to our manufacturing process since no physical sample was returned. We would be very interested in examining product that does not meet your expectations and our quality standards. Examination of the actual product involved may provide clarification as to the cause of the reported failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.